Manufacturer narrative:
The cause of the major bleed is most likely use related since z stitch tightened and femstop with very gentle pressure above site applied and hemostasis was achieved. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding. The stitch was tightened and a femstop was applied to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.